Event description:
Ous MDR - an elevated pacing threshold was observed shortly after implantation. In the end, the lead was explanted and replaced due to loss of capture. No worsening of the patient's health was reported.

Manufacturer narrative:
During the analysis, the lead was checked visually, electrically, and mechanically. During the mechanical inspection, the mandrin could not be correctly inserted in the lumen of the lead. The analysis showed residue of coagulated blood on the inner conductor helix that prevented a complete advancement of the mandrin. The coagulated blood remains most likely have their origin in the operation. During the further analysis, no deviations from the technical specifications could be found that could be related to the clinical complaint. The lead proved to be conforming to specifications. In particular, the measurement values of the electrical analysis were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.